Event description:
Had to go to optometrist last week due to an eye infection. Dr listed dx as infection of the cornea.- I was placed on zymar ophth soln for 4 days. After I was at the eye dr, I saw a report on the news that there was a recall due to infections on the contact solution that I had been using - complete moisture plus by amo. I am currently following up with my dr to see if there are any further steps I need to take to treat this infection. Dose: prn. Frequency: cleaning. Route: intraocular. Dates of use: five months in 2007. Diagnosis or reason for use: wear contacts.